Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency consultation following a bradycardia episode caused by an av block. An event of oversensing due to right ventricular lead noise was observed. Computed tomography (CT) scan confirmed exposed lead or externalized conductor. Physician performed an emergency surgery and the right ventricular lead was capped and replaced on (B)(6) 2020. The patient had no adverse consequence during the procedure.